Manufacturer narrative:
Submit date: 07/24/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the tip of the enteral access feeding tube broke. After removal of the tube and discovery of the broken tip, the physician was immediately contacted. Nursing examined the patient¿s mouth/throat and no items were noted. The patient was intubated and underwent a bronchoscopy the following morning. Four pellets were recovered through this procedure. The 5th pellet was initially noted to be in the region of the stomach. Serial x-rays were performed. Eventually, the 5th pellet was no longer visualized; the customer states that it is likely it was passed through the gi system. The 6th pellet was never viewable on x-ray. The patient is currently extubated and still remains hospitalized for other medical issues. As a result, the patient experienced a prolonged intubation and unnecessary procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.